Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the buttons was less responsive and more difficult to press. The customer also stated that the screen of insulin pump was completely blank. The customer also stated that the act and esc buttons was harder to press. The customer stated that the insulin pump was louder during prime and rewind process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.